Event description:
The customer reported a battery out limit alarm during a hospitalization. The customer was hospitalized after passing out and breaking her leg. The customer also stated that she felt shaky and weak. It was unk whether the customer's blood glucose levels were high or low at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.